Event description:
The customer opened a new carton of contour test strips and found the cap open on the bottle of strips. He performed control tests during the call and received results of 444 and 424 mg/dl. The normal control range was 105-145 mg/dl. No adverse events were alleged. The customer returned the test strips for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read e11, which indicates exposure to moisture, and 304 mg/dl high, out of specification. The e11 and high results are most likely due to the open bottle cap.